Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. There were no episodes stored in the device corresponding to the time of the event. Lead measurements were reportedly within range and boston scientific technical services (ts) noted that the presenting electrogram (egm) looked normal. No additional adverse patient effects were reported. This device remains in service.